Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2015, a distal type I endoleak associated with the pxc201000 was identified with aneurysm sac enlargement (amount unknown) and development of a new left common iliac artery (lcia) aneurysm. It was reported there was distal disease progression, causing a loss of seal distally and leading to the endoleak, development of the lcia aneurysm, and aaa sac enlargement.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.the root cause of the endoleak is reportedly unknown.

Manufacturer narrative:
Patient medications - hydrochlorothiazide, lisinopril, warfarin, flomax, lasix, pravacol. (B)(4).

Event description:
On (B)(6) 2008, the patient was implanted with four gore® excluder® aaa endoprostheses to treat an infrarenal abdominal aortic aneurysm (aaa). On (B)(6) 2015, a distal type I endoleak was identified with aneurysm sac enlargement (amount unknown). It was also reported a new left common iliac artery (lcia) aneurysm had developed. The cause of the endoleak is unknown. On (B)(6) 2015, endovascular repair of the aaa and lcia aneurysms were performed whereby another manufacturer's bifurcated device was implanted. A self-expanding stent was also placed in the left internal iliac artery. The patient tolerated the procedure. At a one month follow up (date unknown), the endoleak was reported to have resolved.